Event description:
Diabetic sugar meters/test strips are horribly inaccurate. It's so bad that you can't always even determine which meter is correct, comparing readings even with 3 meters, and the variances are bad enough to lead to either dangerously low blood sugar levels or seriously high levels since the users are misinformed by them. The worst of these seems to be the reli-on, sold by (B)(6). I (and others who've written about them on the net) have seen readings on this device that are 60 points off, which is way worst than the acceptable limits, which are already too wide. Just buy a reli-on meter and a box of test strips and compare the results to an accurate system.